Event description:
It was reported that the patient experienced pocket stimulation with left ventricular pacing only. The output was programmed to 3.5 v at 1.5 ms and could not be reduced due to capture being at 3.0 v. The pacing lead impedance was normal and all pacing was in the bipolar configuration. The system remains implanted.

Manufacturer narrative:
Na